Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy on essure") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multi gravida, parity 5 (((B)(6) 2008, (B)(6) 2009, (B)(6) 2011, (B)(6) 2013, (B)(6) 2004)), kidney stones (surgical insertion and removal of urethral stent), appendicitis (appendectomy (removal of appendix)), spontaneous abortion, pregnancy with contraceptive device, anhydramnios and c-section. Concomitant products included bupropion, dicycloverine hydrochloride (dicyclomine hcl), docusate sodium (colace), duloxetine since 2017, famotidine, gabapentin, loratadine (axcel loratadine), ondansetron since 2017, pantoprazole, tizanidine and vitamin d nos (vitamin d). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea") and groin pain ("groin pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("extreme debilitating menstrual pain/cramping") and irritable bowel syndrome ("irritable bowel syndrome"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual bleeding/abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain/ severe abdominal cramping"), back pain ("severe back pain"), migraine ("migraines"), anxiety ("anxious"), depression ("depressed"), vaginal infection ("infections") with vaginal discharge, headache ("migraines / headaches") and abdominal pain lower ("abdominal pain lower") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, dysmenorrhoea, abdominal pain, back pain, dyspareunia, anxiety, depression, vaginal infection, vaginal haemorrhage, fatigue, nausea, groin pain, weight increased, irritable bowel syndrome, headache and abdominal pain lower outcome was unknown and the migraine had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. In 2013 patient got pregnant on essure and had miscarriage so another case created i.e.- 2019-095903. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Most recent follow-up information incorporated above includes: on 8-may-2019: pfs received. New reporter, plaintiff's information, medical history, concomitant medications added. New events pregnancy, nausea, fatigue, weight gain, gastrointestinal or digestive system condition type: ibs added. Product, patient & reporter information updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('right side is removed in 2 pieces.') And device dislocation ('left essure coil is slightly protruding through') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included multi gravida, parity 5 (((B)(6) 2008, (B)(6) 2009, (B)(6) 2011, (B)(6) 2013, (B)(6) 2004)), kidney stones (surgical insertion and removal of urethral stent), appendicitis (appendectomy (removal of appendix)), spontaneous abortion, pregnancy with contraceptive device, anhydramnios and c-section. Concomitant products included bupropion hydrochloride (bupropion), dicycloverine hydrochloride (dicyclomine hcl), docusate sodium (colace), duloxetine since 2017, famotidine, gabapentin, loratadine (axcel loratidine), ondansetron since 2017, pantoprazole, tizanidine and vitamin d nos (vitamin d). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea") and groin pain ("groin pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("extreme debilitating menstrual pain/cramping") and irritable bowel syndrome ("irritable bowel syndrom"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual bleeding/abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced abortion spontaneous ("miscarriage"). In 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy on essure"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines\ migraines/ headaches"), abdominal pain ("abdominal pain/ severe abdominal cramping"), back pain ("severe back pain"), anxiety ("anxious"), depression ("depressed"), vaginal infection ("infections") with vaginal discharge, headache ("migraines / headaches") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (removal o essure coils bilaterally and removal of essure coils bilaterally,). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, device dislocation, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, dysmenorrhoea, abdominal pain, back pain, dyspareunia, anxiety, depression, vaginal infection, vaginal haemorrhage, fatigue, nausea, groin pain, weight increased, irritable bowel syndrome, headache and abdominal pain lower outcome was unknown and the migraine had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight 186 lbs approximate weight at the time of essure placement 140 lbs in 2013 patient got pregnant on essure and had miscarriage so another case created (B)(4). Discrepancy noted: date of insertion: (B)(6) 2019. Date(s) of insertion: (B)(6) 2013 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-dec-2020: mr received. Event:right side is removed in 2 pieces, and left essure coil is slightly protruding through were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy on essure') and abortion spontaneous ('miscarriage') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multi gravida, parity 5 (( (B)(6) 2008, (B)(6) 2009, (B)(6) 2011, (B)(6) 2013, (B)(6) 2004)), kidney stones (surgical insertion and removal of urethral stent), appendicitis (appendectomy (removal of appendix)), spontaneous abortion, pregnancy with contraceptive device, anhydramnios and c-section. Concomitant products included bupropion hydrochloride (bupropion), dicycloverine hydrochloride (dicyclomine hcl), docusate sodium (colace), duloxetine since 2017, famotidine, gabapentin, loratadine (axcel loratidine), ondansetron since 2017, pantoprazole, tizanidine and vitamin d nos (vitamin d). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea") and groin pain ("groin pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("extreme debilitating menstrual pain/cramping") and irritable bowel syndrome ("irritable bowel syndrome"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual bleeding/abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain/ severe abdominal cramping"), back pain ("severe back pain"), migraine ("migraines"), anxiety ("anxious"), depression ("depressed"), vaginal infection ("infections") with vaginal discharge, headache ("migraines / headaches") and abdominal pain lower ("abdominal pain lower") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, dysmenorrhoea, abdominal pain, back pain, dyspareunia, anxiety, depression, vaginal infection, vaginal haemorrhage, fatigue, nausea, groin pain, weight increased, irritable bowel syndrome, headache and abdominal pain lower outcome was unknown and the migraine had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 186 lbs. Approximate weight at the time of essure placement 140 lbs. In 2013 patient got pregnant on essure and had miscarriage so another case created i.e.(B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('right side is removed in 2 pieces.') And device dislocation ('left essure coil is slightly protruding through') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included multi gravida, parity 5 (((B)(6) 2008, (B)(6) 2009, (B)(6) 2011, (B)(6) 2013, (B)(6) 2004)), kidney stones (surgical insertion and removal of urethral stent), appendicitis (appendectomy (removal of appendix)), spontaneous abortion, pregnancy with contraceptive device, anhydramnios and c-section. Concomitant products included bupropion hydrochloride (bupropion), dicycloverine hydrochloride (dicyclomine hcl), docusate sodium (colace), duloxetine since 2017, famotidine, gabapentin, loratadine (axcel loratidine), ondansetron since 2017, pantoprazole, tizanidine and vitamin d nos (vitamin d). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea") and groin pain ("groin pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("extreme debilitating menstrual pain/cramping") and irritable bowel syndrome ("irritable bowel syndrom"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual bleeding/abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced abortion spontaneous ("miscarriage"). In 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy on essure"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines\ migraines/ headaches"), abdominal pain ("abdominal pain/ severe abdominal cramping"), back pain ("severe back pain"), anxiety ("anxious"), depression ("depressed"), vaginal infection ("infections") with vaginal discharge, headache ("migraines / headaches") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (removal o essure coils bilaterally and removal of essure coils bilaterally,). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, device dislocation, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, dysmenorrhoea, abdominal pain, back pain, dyspareunia, anxiety, depression, vaginal infection, vaginal haemorrhage, fatigue, nausea, groin pain, weight increased, irritable bowel syndrome, headache and abdominal pain lower outcome was unknown and the migraine had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 186 lbs approximate weight at the time of essure placement 140 lbs in 2013 patient got pregnant on essure and had miscarriage so another case created i.e.(B)(4) discrepancy noted: date of insertion: (B)(6) 2019. Date(s) of insertion: (B)(6) 2013 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: quality safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.